Manufacturer narrative:
(B)(4). Transthoracic echocardiogram (tte), performed on (B)(6) 2018, noted that the mr had increased to grade 1-2. Tte, performed on (B)(6) 2018, noted the mr was grade 4+. Transesophageal echocardiogram, performed on (B)(6) 2018, noted that the second implanted clip remained attached to both leaflets, but had moved on the posterior leaflet. The first implanted clip was noted to be well attached to both leaflets and was functioning as expected. No intervention was performed. No additional information was provided. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip is filed under a separate manufacturer report number.

Event description:
This is filed for tissue damage, requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. Patient anatomy included prolapse and restriction of the posterior leaflet and short and restricted anterior leaflet. The clip delivery system (cds) was advanced into the patient anatomy. Difficulty was noted during positioning due to the valve configuration - poor valve coaptation. Due to the valve anatomy, difficulty was noted grasping the leaflets. The physician increased the positive end expiratory pressure (peep) to 15 in order to expand/increase the coaptation and the clip was able to successfully grasp the leaflets. Leaflet insertion was performed and the clip was well attached to both leaflets. The clip was deployed at the anterior 2/posterior 2 (a2/p2) leaflet segment. After the clip was deployed, posterior mitral leaflet chordae were noted in the left atrium. The ruptured chordae were not noted prior to clip deployment. No additional mr jet was noted; however, the clip did not reduce the mr enough. A second clip was deployed at the medial side of the first clip, to reduce the mr and also to treat the chordal rupture. The procedure was completed, with the mr reduced from grade 4+ to grade 1+.

Manufacturer narrative:
(B)(4). Corrections: required intervention to prevent permanent impairment/damage box unchecked. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. All available information was investigated and the reported difficulty in positioning the clip delivery system (cds) (physical resistance) and failure to adhere or bond (leaflet grasping) appears to be related to patient morphology/pathology (poor valve coaptation, prolapsed posterior leaflet, short anterior leaflet and a restricted leaflets). However, the reported tissue damage appears to be a related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, additional information was provided: during the initial procedure, the second clip was implanted to reduce mitral regurgitation (mr). It was not implanted to treat the chordal rupture. Additional review was performed by the physician and it was felt that the clip had detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment-slda). The mr increased to grade 3. No intervention was performed. The patient feels his condition is much better than pre-procedure. No additional information was provided.